Event description:
Right sided dual chamber pacemaker with left bundle branch area pacing. Once access was obtained the physician shaped the cps locator with the dilator inside. He introduced the cps locator with the dilator, then removed the dilator and went in with the lead under fluoro and noticed that the cps locator was broken off into the body. The physician thinks that since the turne of svc was almost 110 degrees that when the introducer was removed the cps locator broke. There was about 5 inches of cps locator left in the body that was removed with a snare.

Manufacturer narrative:
Upon initial receipt of the complaint, centerpoint systems reviewed the production lot history record and the information provided by the healthcare professional and distributor. Initial investigation did not result in any identified root causes. Further information was requested, including the return of the device. Additional investigation results, if any, will be reported in a follow-up. Per the information provided by the third party (distributor), there was no adverse impact on the health of the patient.